Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The rv lead had good thresholds but had moved from the original position. The rv lead was surgically abandoned. No additional adverse patient effects were reported.